Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. (B)(4) system error occurred in the past. (B)(4) programmer had no telemetry with rf head. Rf head failed all uplink amplitude tests. Failure is no longer intermittent.

Event description:
It was reported the programmer had intermittent telemetry. When the wire where the rf head and programmer connect was wiggled, telemetry was intermittent. It was unclear whether it is a programmer or rf head issue. The programmer and rf head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.